Manufacturer narrative:
Any information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: a review of the event trace indicates that the reported event, hardware fault, was last logged on (B)(6) 2016. Carefusion service technician was unable to duplicate the problem during testing and evaluation. The hybrid board was replaced as a precaution. Unit passed all bench testing.

Event description:
The customer reported model palm top ventilator revel stopped delivering breaths while connected to a patient. The patient was removed and ventilated with bag valve mask. Oxygen pressure line was checked and patient circuit was changed. Ventilator alarms were cleared and patient was placed back on ventilator. Multiple alarms appeared including hardware fault and unit once again stopped delivering breaths. The patient was adequately sedated and was not "bucking the ventilator". The patient was removed again and ventilated by bag valve mask. Again alarms were cleared and patient placed back on ventilator. The ventilator continued to work for the duration of the transport which was approximately 10 minutes. No further allegation of patient harm or injury was reported.